Event description:
It was reported that following an unspecified stent placement procedure, stent damage occurred. The lesion characteristics prior to the initial intervention are unk, however, it was reported that the vessel was not significantly tortuous. During the procedure, an express biliary ld 8.0mm x 60mm x 75cm was successfully implanted in the left common iliac artery (lcia) without incident. No pt injuries or complications were reported following the procedure. Approx 6 months post procedure, the pt presented to the hosp with ischemic symptoms involving the left leg. Imaging revealed that the express biliary ld stent implanted in the previous procedure had been "crushed", restricting blood flow to the lower extremity. The pt was taken to the cath lab where an unspecified stenting procedure was performed. The physician gained arterial access and placed an unspecified guide wire in a sub-intimal position. An express-biliary ld 18mm x 17mm stent and an unspecified 28mm x 37mm were successfully deployed to secure the crushed express biliary ld against the vessel wall. Blood flow was adequately restored and no pt injuries or complications were reported, however, it was noted that the pt remains hospitalized due to an unrelated issue. It was further noted that the pt had lead a sedentary lifestyle and there was no evidence of trauma or tumor which could have contributed to the stent damage.

Manufacturer narrative:
The complainant indicated that the stent remains inside the pt and the stent delivery device was disposed at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.